Event description:
Reporter called stating that she had a spinal cord stimulator place in her back approximately 7 years ago. She had an initial temporary stimulator and was then implanted with a permanent one a week later. Almost immediately following her second procedure for the permanent device, she started tripping and falling following an inability to walk. Reporter developed pneumonia in the same week and went to the emergency room. At this point, she was not able to walk and had the stimulator surgically removed within the month. Following her hospital stay, she was paralyzed from the neck down and was sent to a nursing home for 10 months. Reporter stated that the nursing home was "horrendous" and is presently at home with individual home care each day for four hours with her provider. Today, reporter is still paralyzed and seeking further assistance with her situation.